Event description:
It was reported that the intraocular lens (iol) was immediately explanted after implantation due to damage caused by a defect in the cartridge. There were no problems inserting the lens into the cartridge. Customer indicated that the cartridge damage was at the tip of the cartridge. The same model lens with same diopter (serial number (B)(6)) was implanted. Only the cartridge was kept, lot number is unknown. No additional information was provided.note: this report is for the cartridge. A separate report will be submitted for the lens.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalog number: unknown, as product lot number was not provided. Section d4 - lot number: unknown/not provided section d4 - expiration date: unknown, as product lot number was not provided. Section d4 - UDI number: unknown, as product lot number was not provided. Section d6a - implant date: not applicable. The cartridge is not an implantable device. Section d6b - explant date: not applicable. The cartridge is not an implantable device. Section e1 - telephone number: (B)(6) section g4 - PMA/510(k) number: product details not provided to identify the PMA number. Section h3 - the device was not returned for evaluation; the lot number is not available for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product lot number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.